Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device had failed for visual, muffler, motor rub, outer hose inspection, safety assessments and too little speed. The assignable root cause of the component damage was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the blades were damaged on the motor device. It was noted that the bearings, front nose cutter clamp, vanes and the elementary parts were all damaged on the device. It was further determined that the device had fluid or oil leak, noise, motor rub, heat and too little speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.